Event description:
The maryland jaw laparoscopic sealer/divider was not working when the surgeon attempted to activate the hand piece. An error message appeared on the generator, "invalid instrument". No harm to patient.